Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a bacterial infection. The patient was hospitalized and was treated with metronidazole (intraperitoneal) and cephalosporin (intraperitoneal) for the event. More than ten days after the patient was discharged, the patient went to the hospital for treatment again for peritonitis recurrence. The cause of peritonitis was reported as due to a bacterial infection. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.